Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their pump will not allow them to calibrate with the sensor. Their blood glucose was 413 mg/dl. They were advised that calibration is not possible if the blood glucose is over 400 mg/dl and was advised to clear the snooze button in order to calibrate. The customer declined troubleshooting for high blood glucose because they said that their reading was around 110 mg/dl. They ate a piece of candy but stated that they gave a bolus when their blood glucose was high. The insulin pump will not be returning for analysis.